Manufacturer narrative:
Manufacturer's report date: march 23, 2011. (B)(4). The reported complaint of spark, smell of smoke and warm to the touch could not be definitively confirmed. The device was received in good condition. Both iui connectors were in good working condition with no evidence of sparking. Results of electrical safety tests indicate the device was within specifications. Internal inspection found the device was clean and free of contamination. An inspection of the power supply board found capacitor c26 to be thermally damaged. The cause of the customer's experience was not definitively determined although most likely it was related to the failure of the capacitor.

Event description:
A biomed reported that he had an 8015 with an 8100 attached to it that sparked while it was on a pt. The pt's family notified the nurse. The nurse went into the room and smelled smoke, but the nurse did not see a spark. The nurse reported the device was warm to the touch. The pump was switched out and no pt or user harm was reported.